Event description:
During the lateral release, it was noticed (visual by scope) that the knife blade had apparently become broken and the distal portion of the knife blade was in the knee. The distal portion of the blade was retrieved.